Event description:
Info received indicates after the brake/steer pedal is put into the brake position, the stretcher will still roll.

Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the stretcher.